Event description:
A center director reported a case of bilateral diffuse lamellar keratitis (dlk), observed on a pt one day post lasik treatment. Reporter indicated trace dlk was noted on the pt's right eye, and topical steroid eye drops were increased. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).